Event description:
The patient was concerned that the device was not working properly after a fall. The symptoms were not specified. She did not fall on the device. The patient was at home. Her condition was not reported. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B) (4).